Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00 x 28 synergy drug-eluting stent (des) was advanced for treatment; however, the distal part of the stent strut was damaged. The procedure was completed with a 3.0x32 synergy des. There were no patient complications nor injuries reported.